Manufacturer narrative:
A steris service technician conducted in-service training on preventative maintenance procedures for the harmony la500 light on (B)(6) 2010.

Manufacturer narrative:
A steris technician inspected the light and found that paint had chipped off the underside of the light elbow collar. The light elbow collar was loose, allowing the elbow cover to rub on the underside of the elbow collar where the paint was chipped away. Steris does not maintain this light; the equipment is maintained by the facility's biomedical department. The user facility stated that "no service has been performed" on the light and that the light "has not required service". The preventative maintenance schedule in the operator manual states for each inspection "check for overall condition of arm; loose fasteners, and knuckle cover security." Steris has scheduled in-service on preventative maintenance procedures for this light on (B)(4) 2010.

Event description:
The user facility reported that a paint chip from a surgical light fell onto the sterile field prior to the start of a patient procedure but did not contact the patient. The chip was removed, the patient was re-prepped, re-draped, and the procedure was completed successfully. No injuries were reported to the patient or hospital staff.